Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test due to cracked and bleeding lcd glass. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 37 mg/dl. The customer was treated with food. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated she had a low blood glucose experience and fell which caused the pump display to get damaged. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.